Event description:
It was reported that the lead was explanted due to dislodgement. Possible twiddler syndrome. Lead was found curled completely into the pocket.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure. Other: na.